Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the black box showed loss of prime warnings related to the pump not being primed after rewind. No valid loss of primes were observed. A pump rewind, load, and prime sequence was performed with no errors, alarms or warnings. The pump was exercised for a 24 hour duration period with no loss of primes duplicated during that time period. The force sensor calibration check showed that the pump was detecting the correct force. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (prime issue) issue. The reporter stated that the pump stated ¿pump not primed no delivery¿. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.